Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and optium xido meter, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported that the adc device casing is cracked or damaged and is not working well therefore, they obtained wrong measurements (unspecified). The customer experienced symptoms of numbness and a loss of consciousness and was unable to self-treat however, there was no report of third-party medical treatment. No further information was provided as the customer was in a hurry and did not provide additional details. There was no report of death or permanent impairment associated with this event.